Event description:
It was reported that there was a telemetry failure with the programmer rf (radio-frequency) head. The rf head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head cable found out of electrical specification. Analysis also found the functional uplink noise test out of specification due to a printed circuit board being out of electrical specification.